Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. Upon interrogation, the pulse generator exhibited backup vvi operation. Due to the device's low battery voltage status further troubleshooting could not be performed. On (B)(6) 2016 the device was successfully explanted and replaced.